Manufacturer narrative:
Concomitant products: product ID: 8840, product type programmer, physician. Product ID: 8711, lot# j0056625r, implanted: (B)(6) 2001, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the company representative. The pump had been replaced on (B)(6) 2015. It was also noted that the patient had experienced significant withdrawal but had no complaints at the pump replacement.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering morphine (2mg/ml at 0.0127mg/day). The pump was found to have a feed through anomaly and shorting across the insulator.

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8711, lot# j0056625r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was reported by a consumer regarding a patient receiving morphine (2mg/ml at a flex dose of 0.4005mg/day) via an implanted pump. The indication for use (IFU) is non-malignant pain and post spinal cord injury. On (B)(6) 2015 the patient reported that a beep was heard by the person they drive to school with that morning. And the patient heard the pump beeping while they were in class. It was noted that the patient is an electronics engineering student and is exposed to microwaves, antenna (high frequency testing of electro waves), magnets, and industrial power generators during class. No patient symptoms were reported. Additional information was reported by the healthcare professional (hcp) upon interrogation multiple motor stalls were seen in the event logs. On (B)(6) 2015 there was a stall at 04:30 and a recovery 05:24; (B)(6) 2015 there was a stall 09:47 with recovery at 10:22 and another stall at 13: 14 with a recovery at 14:12. The hcp also reported experiencing difficulties accessing and viewing the event logs which were reportedly a result of "user error" which resolved. Further follow up was done to determine the cause of the motor stall and difficulty with the event logs, if any actions or interventions were taken a result, and for the programmer device information.

Event description:
Additional information as reported by the healthcare professional (hcp). The cause of the issue reading the pump's event logs was undetermined. It was reported that the hcp had two physician programmers and did not know which one was used at the appointment on (B)(6) 2015. The patient was instructed to see their physician at that appointment, which they did on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.